Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three of the reported devices were received for evaluation. One event was not confirmed during testing; evaluation found the device operated within specification. Two events were confirmed; evaluation found corrosion on the rotor assembly. Three of the reported devices were not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, in which the device overheated. There was no patient involvement in 4 events and 2 events with patient involvement; no patient impact in any of the reported events.